Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced a blood glucose (bg) level that was displayed as ¿low¿, although a specific value was not given. Cause of low was unknown. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.